Event description:
New information received notes that programming changes were made.

Event description:
It was reported that the patient presented for a regularly scheduled visit and episodes of oversensing were found. Charging was associated with all of the non-sustained ventricular oversensing episodes. Review of the epiosdes showed that the device was performing a high voltage circuitry check causing t-wave oversensing which aborted the check. Programming changes were planned for patients next scheduled follow-up.

Manufacturer narrative:
.